Event description:
During procedure, doctor heard a snap and the deflection stopped working.

Manufacturer narrative:
Device received on (B)(4) 2012 for investigation. Product appeared to be used. Upon visual and functional testing, with a microscope and leak tester, holes were found in the distal hose and insertion tube. This allowed moisture to penetrate inside of shaft and may have caused wire to corrode and break. Root cause is handling of the devices. Unable to determine what is making the holes. Not a mfg issue. Sales rep reported no injuries to pt or staff. No similar complaints on this specific product or lot in the last three yrs. Labeling was reviewed and found to be adequate. I.e. Intended use, indications and field of use, preparation and cautions. (B)(4) considers this matter closed. However, in the event we receive the device or additional info is received, we will provide FDA with f/u info.